Manufacturer narrative:
Concomitant medical products: 5592-53 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. The patient required external pacing. The lead remains in use. No patient complications have been reported as a result of this event.